Manufacturer narrative:
Date rec'd by MFR: 09sep2019. Date of report: 23sep2019. Customer completed a touch screen calibration and the touch screen works. However, the touch screen was replaced as a proactive service since the ventilator was still under warranty. The touch screen assembly was returned for analysis. Touchscreen failure was not duplicated. There is no fault found on this returned touch screen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported touchscreen failure. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.